Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that right after the patient was discharged from having their pump implanted on (B)(6) 2013,(see regulatory report 30 07566237-2013-03346 for pump replacement and catheter revision) fluid started "pouring out" of the hole on the patient's side where the healthcare provider placed the catheter during the revision. It was stated that the fluid was "shooting out like a faucet." The healthcare provider (hcp) would not come back to the office to see the patient and stated that the hcp's nurse just stuck a (B)(6) on it. It had took another hcp "4 hours with the on his knees to sew up the hole." It was noted that it kept leaking but the patient primary physician would not see him "so that is why he wouldn¿t see the physician." The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
(B)(4).